Manufacturer narrative:
The device was not returned for analysis. A review of the production records and corrective or preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material rupture. Factors that may contribute to material rupture during use include, but are not limited to, inadequate pressure integrity, inadequate device prep, inflation above rbp, or damage to the device. In this case, there was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It is possible that the balloon interacted with the lesion or an accessory device, resulting in the balloon becoming damaged, and contributing to the rupture during inflation; however, because the device was not returned for examination, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat the left main trunk with 90% stenosis, no calcification or tortuosity. A non-abbott stent was deployed and then the 4.5x15 mm trek balloon dilatation catheter (bdc) was used for post dilatation. The balloon ruptured at 12 atmospheres on the first inflation. A non-abbott balloon was used to complete the procedure. There there were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.